Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot.

Event description:
Attorney reported: on (B)(6)2004 -- an oval composix kugel mesh was used to repair patient's hemia defect. Some time after the composix kugel patch was implanted, as a result of its defective nature, patient suffered an injury. On (B)(6)2004 -- patient was experiencing abdominal pain and vomiting. On (B)(6)2008 -- the composix kugel mesh was removed. On (B)(6)2008 -- as a result of the composix kugel patch's defective nature, patient suffered serious injuries, resulting in her death.